Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Two products with the same catalog and lot numbers are represented. These are two of three products involved with the reported event. The associated manufacturing report number is 9616099-2007-01628. Additional information will be submitted within 30 days of receipt.

Event description:
The patient was re-hospitalized due to acute coronary syndrome. The patient had unstable angina and chest pain. A re-ptca was performed to treat an in-stent restenosis. The patient was a male with a history of stable angina ccs2, hypertension, hypercholesterolemia, smoking, and the family history of coronary artery disease. Medications at baseline were beta blockers, aspirin, lipid lowering agents, and statins. The target vessels were the mid and distal rca and the mid lad. Three cypher stents were place in the target vessels. At this time, it is unclear which stent was placed in which vessel. Deployment pressure for all 3 stents was 16atm and all were successfully implanted. Cardiac enzymes were measured at 6 and 12 hours post-procedure and both times produced normal values. The patient was discharged the next day without anginal complaints. Medications at discharge were beta blockers, aspirin, clopidogrel, lipid lowering agent, and statins. Almost 3 years after the implantation, the patient was re-hospitalized due to acute coronary syndrome. The subject had unstable angina iiib and several episodes of chest pain. A stress test was not performed. Troponin level was 0.08 and the ECG showed no change. An angiography showed instent restenosis of the distal rca (80% stenosed) and the pda (80% stenosed). A re-ptca was performed to treat the distal rca (restenosis) and the posterolateral branch from the rca (de novo). Two cyphers were implanted in the lesions.